Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump screen was white. The customer¿s blood glucose level was 266 mg/dl at the time of the incident. The customer's wife also reported that the insulin pump display was solid white. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display with constant steady white light on the display due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the displacement test, sleep current measurement, active current measurement and self test due to pump steady white light on the display.